Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached, exposing the tip of the metal core wire. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to complainant, during placement of the double stents in the procedure, it was noted under fluoroscopy that the hydrophilic tip had detached inside the patient, exposing the tip of the metal core wire. There were no patient complications reported as a result of this event. The physician kept the patient under follow up. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to complainant, during placement of the double stents in the procedure, it was noted under fluoroscopy that the hydrophilic tip had detached inside the patient, exposing the tip of the metal core wire. There were no patient complications reported as a result of this event. The physician kept the patient under follow up. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.